Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: access was gained into the right femoral vein and venogram and cavogram demonstrated the vena cava to by 2.10cm in diameter. The sheath and dilator were advanced under fluoroscopy to the top of l2 and mid l3 vertebral body landmarks which was below the renal veins. This was the site for filter deployment. The iliac veins and vena cava were without thrombus. Patient status was not documented on the report provided. Approximately eight years seven months post filter deployment, the patient experienced right lower quadrant and right pelvic pain and CT demonstrated the filter to be in place below the level of renal veins with the top of the ivc filter about mid l2 level. At least 3 or possibly 4 of the legs of the ivc and penetrated the vena cava extending for a length of 1 to 2cm beyond the caval wall. One of which lies directly anterior to the abdominal aorta with 2 others posterior to the ivc. There was no evidence of any pericaval blood or fluid or adenopathy. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege the filter was deployed successfully below the renal veins. Approximately eight years and seven months after deployment, imaging allegedly demonstrated several limbs beyond the caval wall. There was no evidence of any pericaval blood, fluid or adenopathy. Based on the medical record review, the investigation is confirmed for limb perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: snf: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter recovery filter (rf048f)/ the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately eight years seven months post successful vena cava filter deployment, the patient experienced right lower quadrant and right pelvic pain. CT demonstrated the filter to be in place; however, three or four filter legs extended beyond the caval wall, one of which was located anterior to the abdominal aorta. No additional information was provided in the medical records received.